Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems. The initial na results in the range of 123-135 mmol/l were reported out of the lab. The samples were repeated and higher results were obtained. Amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ion selective electrode (ise) system is calibrated and qc samples are run every 8 hours. On (B)(6) 2010, at 22:00, the ise system was calibrated and qc results were within the lab's established ranges. On the morning next day the customer noticed low na results and repeated previously tested samples. The twice-weekly flow cell maintenance procedure is now in use. A field service engineer (fse) was dispatched: the fse decontaminated the ise system and replaced parts. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.